Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2? Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6012006 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6012006 was manufactured according to the[?]wi version 76 in the line l-6, on 15/mar/2025, with a total of (B)(4) units. Gluing of tubing lot 5b04520 was manufactured according to the wi version 67, gluing of tubing in the machine sc2, on 12/mar/2025, with a total of (B)(4) units. Lot 5b05784 was manufactured according to the wi version 67, gluing of tubing in the machine sc2, on 14/mar/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code and lot 6012006 and no other complaint has been registered in database for the same lot 6012006 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced an event where the tubing was found broke during insertion on (B)(6) 2025. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) MDR 3003442380-2025-13082. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-13082), was submitted on 22-aug-2025. Based on the description, it was found that the tubing was found damaged prior to use. So therefore the malfunction code has been changed to tubing is found completely cut through, prior to use. Unable to use. So the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.

Event description:
To date, additional patient or event details were received which have been added in h11.